Event description:
It was reported that high bipolar impedance and failure to pace bipolar was observed with this implantable pacing lead. A lead fracture was confirmed. The configuration was reprogrammed to unipolar with satisfactory results. The patient is being monitored and the lead will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).